Event description:
Gambro tech svs in clinic servicing equipment was made aware of a pt that had dislodged the venous needle. An arterial pressure low alarm was activated some time after the needle dislodged but not before blood loss was encountered. The pt was transfused with 1 unit blood. The machine was not removed from svc by the clinic with no further incident.